Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level was below 40 mg/dl. The customer experienced high blood glucose level and treated with insulin pump bolus. The customer blood glucose at the time of incident was 250 mg/dl. The customer stated that there was crack on battery compartment and reservoir lip ring came out. The reservoir was not able to lock in place when inserted n to the place. The customer declined troubleshooting and it was unknown whether auto mode feature was active or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case, cracked case-corner of belt clip rails and cracked battery tube threads. No damage on retainer ring noted. (B)(4).